Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Model#: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient¿s scs device was causing difficulty to walk. It was noted that the patient was given hydrocodone or percocet and made the patient loss of balance and fall. The patient underwent explant procedure wherein the paddle lead was left inside the patient's body. No device malfunction was suspected. The patient was doing well postoperatively.